Event description:
On 02/23/98 it was reported to oec med sys, inc that an uncommanded table motion occurred. During the cleaning process of the sys table, the table began moving to the maximum height and tilted without operator input. The sys emergency off switches were engaged and the sys rebooted. Oec field svc engineer was unable to duplicate reported uncommented table motion. Fse tested/inspected and found sys to be operating as intended. Hosp reported no adverse event, death, or serious injury.